Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial (ra) lead impedance measurements. This ICD system remains in service. No adverse patient effects were reported.